Manufacturer narrative:
The devices power management board was sent for additional testing at the manufacturer's product investigation lab. The suspected board was temporary installed into a trilogy device, and the tech could not duplicate the error code related to the internal battery being depleted. With the suspected board installed, the device operates on all power sources without issue or the error code occurring. In addition, suspect power management board passed testing. It has been determined that the power management board operates as expected.

Event description:
The manufacturer received information alleging a internal battery not charging alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the error was confirmed. The device's power board was replaced to address the issue. .